Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) experienced bruising at implant site for three weeks. Boston scientific technical services consultant (ts) advised to discuss to clinician and seek medical attention for symptoms evaluation. As of this time, this crt-p remains in service. No adverse patient effects were reported. Additional information received which indicates that this crt-p was explanted, and a new was implanted with different model. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) experienced bruising at implant site for three weeks. Boston scientific technical services consultant (ts) advised to discuss to clinician and seek medical attention for symptoms evaluation. As of this time, this crt-p remains in service. No adverse patient effects were reported.